Manufacturer narrative:
The field service engineer (fse) verified the instrument and discovered the sample pippetor temperature was at 47 degrees celsius. The fse adjusted it to 37 degrees celsius. The fse observed the mixer rolls were worn and replaced the mixer rolls. The fse cleaned the wash wheel and replaced the luminometer due to damage. The fse noted the luminometer failure was caused by a short in connection and replaced the luminometer, performed voltage adjustment, and verified dark counts. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported poor accuracy on troponin I (access accutni) results, for approximately ten patients, involving the synchron lxi 725 system. The customer stated quality control (qc) failed and retested the samples on an alternate access 2 instrument which produced passing qc results. The customer stated the patients¿ results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The laboratory¿s protocol is to re-centrifuge and retest any samples with elevated values prior to reporting the results from the laboratory. The samples were collected in 13x75mm tubes and centrifuged between 3,200-3,500 rpm (rotations per minute) for ten minutes, at ambient temperature. Patient samples are analyzed in primary tubes unless there is a short collection; then the samples are analyzed in an insert cup. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.